Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 135 to 167 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 11/18/2017 and open vial date is more than 4 months. Recall test results performed from meter memory: 1:315 mg/dl, (B)(6) 2015, 07:22 pm fasting: yes. 2:95 mg/dl, (B)(6) 2015, 10:10:00 pm fasting: yes. 3:167 mg/dl, (B)(6) 2015, 02:50 pm fasting: no. 4:186 mg/dl, (B)(6) 2015, 11:51 pm fasting: no. 5:183 mg/dl, (B)(6) 2015, 11:47 pm fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 135 to 167mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 11/18/2017 and open vial date is more than 4 months. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.